Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of 20 (mg/dl). Reportedly, the customer was unconscious. While at the ER, the customer received a glucose shot and bg level increased to the 200's (mg/dl). When the customer left the ER, the customer was stable and feeling better.